Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The visual analysis of the returned product shows a breakage of the tip. This product was checked dimensionally at various places. The product was initially in conformity with its definition. The DHR analysis of the batch provided shows an initial conformance of this product with regards to its specification. The root cause of the breakage could not be determined from the analysis performed. It could be related to product wear. An hhe/ qrb was performed for this issue (tip breakage), dva-108162-qrb. (B)(4) was initiated to determine and address the root cause. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While the surgeon was tightening the locking screws, a piece of the end of the screwdriver (one of the 'turrets') sheared off and had to be located and removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.